Manufacturer narrative:
Additional information was requested from the customer and provided. (B)(4) sterile ctr73, 12x100 kii® optical z-thread units were returned for evaluation in addition to the incident device. Investigation summary: one non-sterile ctr73, 12x100 kii optical separator obturator and (B)(4) sterile ctr73 units from the same lot as the event device were returned for evaluation. Upon inspection of the event unit, engineering confirmed the tip of the obturator was fractured. All fractured pieces of the tip of the obturator were returned for evaluation which was confirmed by mating the fractured pieces together. Engineering visually inspected the (B)(4) sterile ctr73 units returned from the same lot and found no signs of damage, deterioration, or deformities on the tip, or at any other locations on the devices. The root cause of this incident is likely due to a variation in the manufacturing process. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur. We assure you that applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Diagnostic laparoscopy (patient had gbp operation in 2009) - "first trocar ctr73 was inserted into abdomen without a problem. For the 2nd trocar to be inserted the surgeon used a separate sleeve and the obturator from the first trocar. When going through the abdominal wall the tip of the obturator broke and went loose and got stuck in the patient's abdominal wall somewhere between skin and peritoneum. The surgeon could find the tip of the trocar and remove it with forceps but this incident will be reported to the swedish medical product agency by the hospital och could have caused injury to the patient if the tip had not been found." Patient status unknown.

Manufacturer narrative:
The event was re-evaluated based on new findings that suggest an alternative root cause for the tip fracture. During the initial evaluation of the event unit, the complainant's experience of obturator tip fracture was confirmed. Testing was performed on representative units, and the complainant's experience was able to be replicated. Based on the description of the event and testing performed, it is likely that the reported event was caused by heat generated from the scope in combination with a downward force exerted on the unit. If exposed to heat for an extended period of time, the plastic could soften. If a downward force is applied to the obturator while the plastic material is soft, the tip could potentially fracture. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.